Manufacturer narrative:
H3:product analysis found that upon return, the tracking cable was cut off and there was a white piece of cloth/gauze wrapped around the cable. The inner assembly spun by hand with no issues. However, during the rotation (by hand) of the middle tube assembly, the middle tube tip was not rotating. The device was loaded into a handpiece, but the middle tube tip was not rotating during the use of the thumb wheel located on the handpiece; only the inner shaft tip was spinning during the functional test. For further analysis, an x-ray was performed to scan the internal components of the device, and it was observed that the middle tube spiral wrap was broken and expanded. The device failed functional testing due to defective conditions upon return and the inability to spin properly. The complaint was confirmed due to an out-of-specification condition. H6: previously applied fdm b21, fdr c21, fdc d16, and img g04041 codes are no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during pituitary surgery, while the inside of the nasal cavity was being shaved with the designated blade, the distal outer tube stopped rotating and became unusable. In this surgery, because the initially used blade was damaged, the replacement blade was utilized; however, immediately after use began, the distal outer tube protruded and became misaligned with the inner tube, and as a result, rotation ceased and the blade could no longer be used. There was no harm to the patient.